Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation inside of an open pouch with all original caps attached and in original coiling position. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette set was missing the cap from the patient line (not inside the pouch). This was identified before use of the device for automated peritoneal dialysis (apd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.